Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had missed looking at the new catheter kits coming in, the gloves included in the kit were not set up for sterile use at all. Also stated that these would not suffice for the needs of straight catheter without additional supplies.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the customer had missed looking at the new catheter kits coming in, the gloves included in the kit were not set up for sterile use at all. Also stated that these would not suffice for the needs of straight catheter without additional supplies.